Event description:
It was reported that the insulin pump was off through the night. It was also reported that when the doctor uploaded the insulin pump, the device was off for sometime. Troubleshooting was performed. During the call, the customer reported being hospitalized for high blood glucose of over 500 mg/dl. It was stated that the customer was throwing up. Reviewed the programming and the bolus history was missing. Also, the alarm history revealed a motor error alarm and a low battery alarm before the off no power alarm. Advised customer to discontinue use of the device. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump alarmed motor error during occlusion test due to excessive axial play and was unable to prime during prime test due to faulty force sensor resistor. Unable to perform occlusion test or displacement test due to motor error alarm. The insulin pump had normal operating currents and no off no power, low battery alarms or unexpected turn off noted. The insulin pump was programmed with bolus wizard and monitored for 48 hours and no bolus history anomaly noted. The insulin pump was received without the original battery cap.